Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) procedure in the common femoral artery. Reportedly, a suture break occurred. A second proglide was used to achieve hemostasis. A 10fr sheath was used during placement of the suture, after placement of the suture using the pre-close technique the sheath was upsized to an 18fr. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) has been added as a 10fr sheath was used. The instructions for use states under smc device placement: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using a 5f to 8f sheaths. Evaluation summary: the complaint device was returned for evaluation. The plunger/needle assembly, anterior and posterior cuffs and link were not returned with the device. A posterior needle to cuff miss was detected and may be observed as a suture break due to the lack of retrieved suture and confirmed the reported event of a suture break. Based on visual and functional analysis of the returned proglide device, there was no product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported a 10f sheath was used during suture placement. Per the proglide instructions for use (IFU) under device description, it is stated: the perclose proglide 6f smc system is designed for use in 5f to 8f access sites.